Event description:
It was reported by the eye care professional (ecp) that a pt had used the lenses and now has "ulcers on the eye" and has had to seek medical attention, as "it was so bad". Add'l info has been requested but not yet received.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. The lot number is unk, therefore, further investigation cannot be performed. A trend related investigation was performed. No trend could be identified. The root cause could not be determined. (B)(4).